Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No frozen screen. No moisture damage electronic assembly. Currents were in specification. No unexpected battery out limit. The device also had a minor scratched lcd window, cracked display window corners, cracked reservoir tube lip and cracked reservoir tube. Numbers does not ramp up on its own or scroll bar moving with no input. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit when changing the battery. Blood glucose value was 105 mg/dl. The customer also reported that the numbers were ramping up and then the screen it froze and the buttons were not responding. She changed the battery again but the buttons remained unresponsive. She also stated that the screen had condensation. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.